Event description:
Coiling treatment was conducted of an aneurysm. It was reported that upon positioning the coil, it detached partially in aneurysm. The coil was removed successfully using a gooseneck snare. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Sample analysis: the delivery pusher was returned for evaluation and confirmed the implant coil had detached. The evaluation showed excessive force was used which likely led to the coil becoming detached. (B)(4).